Event description:
Customer reported via phone call that their screen is faded. The blood glucose reading is 97 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
No missing segments noted. However, the insulin pump received with intermittent response due to moisture keypad traces. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.